Event description:
It was reported that the device was explanted approximately after implant duration of 86.2 months, due to sever aortic stenosis. No further details were provided.

Manufacturer narrative:
Device not returned.